Event description:
Same case as 2134265-2012-03349. It was reported that during a coronary artery stenting treatment procedure, a stent dislodgement occurred and the patient expired. The patient was admitted with a diagnosis of acute coronary syndrome with reported moderate lv dysfunction. He was to have planned stenting of the right coronary artery (rca) after diagnostic angiography. The target lesion was a de novo lesion with a 3.5mm diameter. The physician treated the lesion with predilatation using a 2.0x10mm balloon catheter. A 3.5x28mm taxus liberte stent was implanted in the mid rca. While trying to deploy a 3.5x16mm taxus liberte stent overlapping the previously deployed stent, it was observed that there was a dislodgement of the stent from balloon at the lesion site. Attempts were made by the physician to retrieve the stent by microsnare; however, they were unsuccessful. The undeployed stent was eventually crushed against the rca wall by deploying a 4x20mm non bsc stent with good end result. Patient had vasovagal episodes, profound hypotension with bradycardia and cardiac arrest. He was treated accordingly to acls protocol and in spite of best efforts could not be revived and expired.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).